Manufacturer narrative:
The investigation is currently in-process. A supplemental follow up will be sent once the investigation has been completed.

Event description:
Cannula fractured through 2nd hole.

Manufacturer narrative:
Per the investigation, the cannula was manipulated in the patient without the stylus, resulting in a fracture of the instrument. No fragments were generated. The stylus was reinserted into the cannula and was removed from the body in one piece. There was no additional patient treatment after the incident. The most likely root cause is user technique.

Event description:
Cannula fractured through 2nd hole.